Event description:
It was reported that bd connecta¿ stopcocks with extension tubing had air coming into the tubing. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8184942. Our records show the reported lot was manufactured on 07/31/2018, and determined that this is the only instance of this issue occurring in this batch of connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd was not able to confirm the customer¿s indicated failure mode because photo or samples were not provided which are necessary to perform better investigation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea rm5819 and eura eurap2053001 were reviewed and there are proper controls in place to detect product malfunctions.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcocks with extension tubing had air coming into the tubing. No serious injury or medical intervention was reported.